Event description:
It was reported that the pt sustained a fracture through the stem of the prosthesis. The report alleges that the fracture is due to "septic loosening of the prosthesis over time." Pt was revised.